Event description:
It was reported that the patient underwent to a magnetic resonance imaging (MRI) procedure without enabling MRI mode. Later it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were made, and the ICD was restored. The patient was in stable condition.